Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve procedure on the stomach, the cartridge bumps (gst) broke during stapling. One or several clips from the plastic portion of the cartridge disappeared. The metal cartridge pan was not separated from the plastic portion of the cartridge. The broken pieces from the device were too small so it was impossible to remove them and they were left inside the patient. Between firings, the device was visually inspected, manually cleaned and rinsed with sterile water. There were no difficulties experienced while using the device. Surgery was not delayed and was successfully completed. There were no patient consequences.